Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Please confirm the lot number. What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the voiding dysfunction first noted by a physician? Describe any medical/surgical intervention including surgical findings. What is physicians opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please include return date and tracking information.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2016 and mesh was implanted. A small portion of the mesh was resected on (B)(6) 2016 for persistent voiding dysfunction. Clean intermittent self-catheterisation (cisc) required. Additional information has been requested.